Manufacturer narrative:
Result - stain.

Event description:
It has been reported that the customer has an isoflex dartex cover that is stained in color on the top which could be a sign of potential fluid ingress. No pt involvement or adverse consequences were reported.